Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed and revealed that the body was broken and the spring tip was damaged (coilwire unraveled and corewire broken). Moreover, the proximal section of the wire was not returned. All the outer diameter measurements are within the specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-04398. Reportable based on device analysis completed on (B)(4) 2015. It was reported that rotawire removal difficulty occurred. A rotalink plus and a rotawire were selected and advanced to treat the severely calcified coronary artery. During the procedure, it was noted that the rotawire was difficult to remove from the rotalink plus. The device was removed together from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed that the rotawire was broken.